Event description:
It was reported that a user experienced continuous glucose monitor connectivity loss with dexcom g7, resulting in pump alerts indicating ¿dosing stops soon¿ and ¿cgm reconnecting¿; the user performed a fingerstick of 105 mg/dl and entered the value into the pump, toggled g6/g7 settings, re-entered the pairing code, and restarted the pump per troubleshooting and education. Symptoms included pump alert notifications related to cgm signal loss. Outcomes included the potential for interrupted automated dosing, which was mitigated by manual blood glucose entry and instructions to reconnect the cgm. Investigation included guided troubleshooting to re-pair the cgm, device restart, and education to maintain dosing via bg entry or restored cgm connection. Investigation of this case revealed a cgm signal loss condition without identification of a specific responsible device, consistent with intermittent communication interruption between the pump and the sensor. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm connectivity issue.